Manufacturer narrative:
Despite follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record for the suspected contour® next gen meter with serial # (B)(6) was reviewed and no manufacturing anomalies were found.

Event description:
The customer called ascensia customer service to seek assistance with the contour® next meter. During the troubleshooting, it was found that one of the customer's blood glucose readings was not stored in the meter's memory. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.